Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a defibrillation electrode. Customer states that the electrode does not stick very well to the patient, releases at the corner after a while and they have seen an increase in the number of burns associated with the electrode since earlier this spring.

Manufacturer narrative:
A device history record (DHR) could not be reviewed because the production lot number was not provided with the complaint. A sample evaluation was not completed because a complaint sample was not provided, and not expected per complaint report. No pictures of the burns/redness were provided with the complaint; as a result an evaluation could not performed to determine if the burn (skin irritation) was typical of what a patient might experience using a defibrillation electrode product in a defibrillation procedure. It is important to note that these electrodes provide a reduced skin irritation, but do not eliminate skin irritation. Erythemas, burns, and even blisters while not desirable, are not an uncommon consequence of defibrillation/cardioversion. Defibrillation/cardioversion requires high intensity electrical energy to be delivered to the body through the skin, which generates heat at the contact site. Repeated shocks of escalating energy, often required for a successful defibrillation/cardioversion, will exacerbate the undesirable side effects of therapy. It should be noted that conductive printed gradient design reduces the probability and extent of irritation resulting from defibrillation, but it does not eliminate it. Care should be taken to properly prepare the patient skin prior to electrode application and special consideration should be given to the electrodes and wires while working around a patient or moving a patient so that the electrodes are not damaged. To help the electrode make good skin contact and to help reduce contact impedance the product labeling instructions and warnings should be followed: remove excess hair. Clean and dry skin sites. Do not use alcohol or tincture of benzoin. Position electrodes per the figures provided on the packaging. If possible, do not place electrodes on broken skin. Smooth the electrode from the center outward to the edges with fingertips to ensure that there are no air pockets between the gel and the patient's skin. Electrodes are not repositionable. Replace with new electrodes if repositioning is required. This will ensure optimal adhesion and minimize potential patient skin burns. Remove the electrodes from the patient by slowly peeling pad from the patient¿s skin. Do not discharge hand-held paddles through these electrodes. Do not open package until immediately prior to use. Do not use if electrode or pouch is damaged. Important: replace the electrode pads after 24 hours on skin or 50 defibrillation shocks. Do not crush, fold, or store under heavy objects. Use separate ECG electrodes when performing noninvasive pacing. It is important that the operator be thoroughly familiar with the electrode operating instructions and warnings prior to use. Failure to comply with the product instructions for use or warnings may increase the likelihood of a patient exhibiting skin irritation. Another potential root cause is patient skin sensitivity to the gel or adhesive foam component of the electrode. Biocompatibility studies are performed on the adhesive foam and gels according to the guidelines defined in iso10993-1. Each gel and electrode manufactured in the facility must pass cytotoxicity, primary skin irritation and skin sensitization testing before it is distributed for commercial sale. Each hydrogel offered for sale have passed all three tests to ensure the highest quality medical hydrogels available. See attached summaries of the studies (5). The complete reports are available upon request. In addition, all hydrogels manufactured as this facility must comply with iso 10993-1, iso 10993-5, and iso10993-10 standards. Skin reaction such as those experienced by the patient could be the result of an acute sensitization response to the material components that make up the electrode. All materials have been deemed safe and effective for use per the iso standards previously listed. The results of the manufacturing facility investigation were unable to attribute any potential root causes associated with the manufacture of product which would have contributed to the susceptibility of skin irritation. Based upon the investigative details and the root cause evaluation, no further corrective or preventative actions will be taken at this time in relation to the exhibited delamination. We will continue to trend this defect for future occurrences as part of the complaint review process. If information is provided in the future, a supplemental report will be issued.